Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the retaining tab was broken off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device evaluation was not completed because the device was not returned to the manufacturer. Device was not returned to the manufacturer for device evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the retaining tab was broken off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.